Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break. Block h10: investigation results the returned extractor pro rx retrieval balloon was analyzed, and a visual examination found that the catheter of the device showed evidence of stretching and was returned in two separate sections. No damages were noted to the balloon portion of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of catheter break was confirmed. The device was returned in two separate sections and showed evidence of stretching which occurred likely due to the manner in which the device was handled and manipulated. Excessive manipulation of the device without enough care, excessive force during handling or usage, and/or forcing the device against significant resistance could induce device damages or loss of functionality. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the stone extraction procedure, the middle of the balloon catheter was noted to have snapped into half. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the stone extraction procedure, the middle of the balloon catheter was noted to have snapped into half. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break.